Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum coated on the surface of the tip clamp and sleeve in the reported problem area of the pipette assembly. The instrument was cleaned. The instrument was inspected, tested without further problem, and returned to service.